Manufacturer narrative:
No scrolling numbers noted. No button error alarm noted. Intermittent up arrow button due to moisture damage on keypad trace. Unit had cracked reservoir tube, cracked reservoir tube window, battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, and cracked case at display window corners. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The up arrow button on the insulin pump was stuck. She attempted to program a bolus but the numbers kept ramping up. Customer's blood glucose level was 110 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.